Manufacturer narrative:
Philips has investigated this complaint. Per information collected, the battery and wi-fi indicator was red, which indicates that there was an error in the wireless connection. The customer was using the wired footswitch. The field service engineer (fse) went onsite and confirmed that the footswitch would not work. The fse tried to turn off the foot switch, however, the led remains red, and reconnecting the foot pedal to the base station does not rectify the problem. The philips engineer replaced the wireless foot switch and base station, returned to philips for further analysis. The analysis of footswitch identified paint damaged, and loose bracket. However, the cause of the base station failure cannot be conclusively determined by supplier analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wireless footswitch does not work. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.